Manufacturer narrative:
Describe event; corrected data; initial MDR inadvertently omitted information that was known prior to submission.

Event description:
It was reported that the patient's generator had been explanted on (B)(6) 2018, and that the patient had returned to have the lead removed due to the infection on (B)(6) 2018. No additional or relevant information has been received to date.

Manufacturer narrative:
The device will not be returned as device evaluation is not necessary and will provide no additional value to the investigation since the cause of the event is not related to the device.

Event description:
It was reported that the patient developed an infection at the generator site shortly after being implanted with vns. The patient was reportedly scheduled to have the generator removed due to the infection. A review of device history records for the generator shows that no unresolved non-conformances were found and verified the device was sterilized prior to distribution. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.